Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with right iliac femoral artery stent restenosis underwent thrombectomy and atherectomy procedure using a rotarex device. During thrombus aspiration, the catheter became immobile and could not be withdrawn or advanced. Upon full removal, the catheter tip was found detached within the protective sheath. Further aspiration was not possible, and bypass surgery was performed. The patient status is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images, video contain information regarding catheter failure to advance, retraction problem, detachment of device. After review of the provided images, video helix break was observed. A clear root cause could not be identified but a broken helix represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with right iliac femoral artery stent restenosis underwent thrombectomy and atherectomy procedure using a rotarex device. During thrombus aspiration, the catheter becomes immobile and can not be withdrawn or advanced. Upon full removal, the catheter tip was found detached within the protective sheath. Furthermore, aspiration was not possible, and bypass surgery was performed. The current status of the patient is unknown.